Event description:
It was reported that patient had been unable to make adjustments with their antenna attached, but was able to without antenna. This began about three weeks prior to call. Patient had received a replacement antenna, and is still unable to make adjustments. It was reported that representative believed there was an issue with the antenna jack. It was also reported that patient had been ¿upgraded¿ to adaptive stimulation (as), and stated that it hadn¿t been ¿adapting well.¿ it was reported that when the patient would move it ¿surged¿ and when they changed positions, ¿it didn¿t remember.¿ it was reported that when the patient would get up and walk, it would ¿go up in power.¿

Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3487a-45, lot# v499805, implanted: (B)(6) 2011, product type: lead. Product ID: 3487a-45, lot# v590529, implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).